Event description:
During placement of a pedicle screw construct, the rod template was used to estimate the desired implantable rod shape. Upon insertion of the template, the rod's protective coating was noted to have partially sloughed off the rod. This resulted in an extensive pulsatile lavage of the surgical site. The surgeon determined the best course of action was to suspend the remaining procedure, close the surgical site and monitor the pt for signs of immunogenic reaction. At this time, the procedure is incomplete, and the expected date of completion is unknown.

Manufacturer narrative:
(B)(4). It is unknown if coating fragments remain in the pt. The rod template is designed to aid in determining rod length and is intended for single use. The protective coating is polyvinylidene fluoride, commonly known as pvdf. The coating was qualified for use in march 2011. The lot code associated with this report was manufactured in may 2011. The affected rod was reported to be in the expected (unused/undamaged) condition immediately prior to use. The coating was evaluated for biocompatibility in august 2010. The evaluation noted that there was no reactivity following a seven day implantation and met the requirements for designation as usp class vi. This information suggests that if coating fragments remain in the pt, the probability of immunogenic reaction is low. The device history record noted no non-conformances with respect to the coating, material type of dimensions. The material treatments consisted of annealing and surface passivation in addition to the application of the pvdf coating. No further conclusions can be drawn at this time.